Event description:
The track of the zipper on the enclosure canopy failed, resulting in the resident falling out of bed. Staff heard a noise and entered the resident's room. Staff found resident with upper body on floor and legs still on the bed, hanging out of the posey enclosure canopy. Resident became excited when he heard staff coming into the room and fell the rest of the way out of the bed. The zipper tracks on device had become separated in three places resulting in three gaps, one large enough for resident to fall out.